Event description:
It was reported that there was a power on reset. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Performance data collected from the device was also analyzed. Power on reset parameters was recorded on (B)(4) 2010. The device is part of the advisory for this model.